Manufacturer narrative:
A user facility reported, "our facility uses your bovie pencils, ref# 88-000002, and we had an issue during a total knee replacement this morning. The bovie's "cut" activated on its own and stayed activated. This has happened in the past but the pencil and pad were not saved from the previous incident. Our bovie machine was inspected and cleared from the previous incident. After today's incident, the bovie was switched with a different brand and the issue was not duplicated. The defective bovie was re-inserted and it activated without the pencil being pushed. The lot number of this bovie is 58744504. We have preserved the bovie pencil and cautery tip for further inspection." The electrosurgical pencil was requested for return, however the device was not returned. Deroyal industries reviewed device history records and failure modes and effects analysis (fmea) and no issues were found. Work orders of the sub-assemblies that made up the electrosurgical pencil were reviewed and it was confirmed that no issues were identified during a continuity test. Product that was in process was also inspected and no similar issues were identified. Complaint to sales ratio was calculated over the last two years to be (B)(4). Root cause: because the device was not returned and no issues were found in the investigation, no root cause could be determined. Corrective and preventive action: because no issue or root cause were established, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "our facility uses your bovie pencils, ref# 88-000002, and we had an issue during a total knee replacement this morning. The bovie's "cut" activated on its own and stayed activated. This has happened in the past but the pencil and pad were not saved from the previous incident. Our bovie machine was inspected and cleared from the previous incident. After today's incident, the bovie was switched with a different brand and the issue was not duplicated. The defective bovie was re-inserted and it activated without the pencil being pushed. The lot number of this bovie is 58744504. We have preserved the bovie pencil and cautery tip for further inspection."